Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving baclofen 3000 mcg/ml at 629 mcg/day via an implanted pump. Indication for use was noted as intractable spasticity and stroke. The patient had their pump replaced due to normal elective replacement indicator (eri) longevity on (B)(6) 2016. The procedure went uneventful and programming/priming were done accurately. On (B)(6) 2016, the patient developed a sudden onset of hypertension, nausea, shakiness, tremors in left leg and diaphoresis. The patient went into the ER. The patient's labs showed elevated white blood cells (wbc). On (B)(6) 2016, the hcp called stating that the patient had been admitted to the hospital and the patient did not feel like they were receiving their intrathecal baclofen (itb) therapy. The hcp, received the itb withdrawal procedures but wanted a local manufacturer representative involved now if the patient ends up going back to surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.